Event description:
According to the reporter: occurred during a total video gastrectomy procedure. The seal was damaged when the stapler was passed through. Air or gas leaked from the seal. The device made a strange noise. No device component fell into the cavity of the patient. In order to resolve the issue and complete the case, changed the device. There was no patient harm. The patient status is good and was sent home.